Event description:
Apl (adjustable pressure-limiting) valve not releasing airway pressure when set to minimum in bag mode. Clinician had to remove the rebreathing bag from circuit to release the positive airway pressure during procedure to prevent potential barotrauma to patient. Machine was pulled from service and mfg was notified. Apl valve was replaced on (B)(6) 2025.